Event description:
It was reported that during testing conducted at the u.s. MFR, the drill attachment heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR for an unrelated issue and upon eval, an overheating condition was found. The overheating condition was caused by lubrication loss within the bearings, resulting in excessive friction and heat generation. The drill attachment could not be repaired and therefore was not returned to the user facility.